Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event was later classified as an infection event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had pain at the implant site and the infection was classified as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 350 053 lead, implant date: unknown; biotronik lead implant date: unknown.

Event description:
It was reported that the patient presented with imminent decubitus above the implant site after an approximate two week progression of erythema and swelling. The system was subsequently removed. During the night, the patient lost consciousness but was resuscitated and intubated. Echocardiography showed a thrombus in the right heart cavities which was reported to have been caused by the system removal. Thrombolytic therapy was not administered due to the recent surgical procedure. The patient's clinical status improved and they were extubated the following day. The patient, however, lost consciousness and had pulseless electrical activity the next day. Cardiopulmonary resuscitation was unsuccessful and the patient died due to pulmonary embolism. The patient was a participant in the (B)(6) clinical study. No further information was reported.